Manufacturer narrative:
Reporter is a synthes employee. Part: 03.010.104, lot: 40p1510, manufacturing site: (B)(4). Release to warehouse date: (B)(6) 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the image. The image was reviewed, and the complaint condition is confirmed. The drill bit appears to have been broken intraoperatively with the tip missing in the photo. There does not appear to be any deformation on the drill bit itself. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) , 2021 the 4.2 drill bit was used to drill for a distal locking screw, when it comes into contact with the intramedullary nail, the tip wears out, and therefore the drill must be changed for another, in order to continue drilling. After using with the first screw, the interlock screwdriver quickly releases the screw. The tip of the screw was checked, and it seems the tip was bent or worn. After the placement and locking of the nail, the insertion handle is removed together with the connecting screw. Since the access is so complex, there is a bit of difficulty when removing said set due to the angulation. It shows wear in the thread passages of the connection screw, there is no damage or affection to the patient but it may be risky to use it in a future surgery. Concomitant devices reported: unknown distal locking screw (part# unknown, lot# unknown, quantity 1), unknown intramedullary nail (part# unknown, lot# unknown, quantity 1), unknown insertion handle (part# unknown, lot# unknown, quantity 1). This report is for one (1) 4.2mm three-fluted drill bit qc/needle point/145mm. This is report 3 of 3 for complaint pc-000987521